Event description:
Oec 9900 elite failed three times delaying the procedure and ultimately failing to complete the fistulagram. Each time it failed, the tech had to turn machine off wait a minute then wait three minutes to turn back on. Causing more or time. Doctor was not able to do a complete fistulagram and was not able to see all that he needed to see.